Manufacturer narrative:
The alleged event is not confirmed. The liberty cycler set was not returned to the plant for investigation. All companion samples have been distributed. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
"."

Manufacturer narrative:
The plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.

Event description:
Peritoneal dialysis patient reported observing a fluid leak during fill 1 of treatment. The fluid leak was observed in the stay safe connector. Additional information was solicited.